Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 8 of 8 devices were returned for evaluation. Evaluation of 7 devices found normal chuck wear and the turbine needed to be replaced in each device. The devices were repaired and returned to the customers. Evaluation of 1 device passed the chuck retention test, but the cap was sticking due to corrosion/rust build up and the cap bearing was loose and vibrating. The turbine also needed to be replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. This report summarizes eight malfunction events where midwest stylus plus handpieces would not hold dental burs. There were no injuries in any of the events.